Event description:
The pt reported he is at work and accidentally started the change the cartridge mode on his insulin infusion device and could not remember how to get out of it. To troubleshoot, the pt was instructed to remove the insulin cartridge and then to reset the device. After doing so, the pt said he noticed an air bubble in the cartridge. He stated he allows the insulin to reach room temperature and primes with the adapter facing up. The pt was instructed to run a prime to remove the air bubble which he successfully did. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.